Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply needs to be replaced. The parts are no longer available and the service call was cancelled.

Event description:
The customer reported that the system was not completely booting up. There was no patient injury or death reported.